Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 the patient underwent an unknown procedure. Two (2) stardrive screwdrivers and two (2) unknown screwdriver shafts were unable to fit into the head recess of the unknown hand screw. There was a surgical delay of ten to fifteen (10-15) minutes. The procedure was successfully completed using other unknown screws. There was no patient consequence. This report is for one (1) stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. This is report 1 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6 - codes updated to imdrf codes. Device history lot - manufacturing location: supplier- bachler feintech / monument. Manufacturing date: 17-nov-2021. Part number: 03.130.010, stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. Lot number: 97p6252 (non-sterile). Lot quantity: 92. Eight pieces were scrapped in cell at op #60, vendor tin coat, for destructive testing. Production order traveler met all inspection acceptance criteria apart from the eight pieces noted. Inspection sheet, incoming inspection I, incoming inspection ii, incoming final inspection, ns068071 rev j met all inspection acceptance criteria. Packaging label log (pll) lppf rev c, lmd rev a was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Certificate of compliance received from bachler feintech for op # 10 (vendor machine) dated (B)(6) 2021 was reviewed and determined to be conforming. Heat treat inspection certificate supplied to bachler from harterei schmid ag dated (B)(6) 2021 was reviewed and determined to be conforming. Hardness specified at hrc 57-60; hardness certified at hrc 58.40-59.0. Note: hardness range specified on inspection certificate indicates hrc 56-60 however, our specification is defined as hrc 57-60. Inspection certificate supplied to bachler from l. Klein sa (for raw material) dated (B)(6) 2019 was reviewed and determined to be conforming. Certification of analysis supplied by ionbond for op # 60 (tin coat) dated (B)(6) 2021 was reviewed and determined to be conforming. Certificate of compliance supplied by general machine for op #80 (colorize) dated (B)(6) 2021 was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection of the product that would contribute to this complaint condition. Device history review - (B)(6) 2022: DHR reviewed by: mschoenfeld this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.